Manufacturer narrative:
(B)(4). Medical products: item#: 00249007300, freehand targeting depth gauge; lot#:61856977. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during initial surgery approximately three (3) weeks ago item broke on initial use. None of the item fell into patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; g3; g6; h1; h2; h3; h6. Device was returned and per inspection of the product. It was found that there were wear marks and burrs on the cutting flutes. Inspection also confirms the product has fractured and all the pieces were returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.